Event description:
It was reported that the patient¿s device was explanted in (B)(6) 2013 as it was no longer working and the patient needed a breast MRI. The leads remained. It was discussed that the leads would also need removal in order to do an MRI. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7434-e serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3998, lot# l92553, implanted: (B)(6) 2001, product type: lead. Product ID: 3888-28, lot# l78226, implanted: (B)(6) 2000, product type: lead. (B)(4).